Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump did not alarm during a high blood glucose experience, as a result the customer's blood glucose was 400 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will not be returned for analysis. Unomedical infusion set. Frn reservoir.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.